Event description:
It was reported the patient was unable to charge or maintain charge since their implantable neurostimulator (ins) was implanted. The patient had been seen several times to evaluate the issue. There did not appear to be a problem with the system, however the patient was over-discharged and had to be reset. Patient requested explant and analysis as they had minimal benefit from the unit due to inability to maintain a charge. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (ins 37712 restoreultra pain, serial #(B)(4)) found its battery had a reduced capacity due to overdischarge. According to the trace report, poor coupling was observed on three of the six recharge sessions. One session had no coupling (0 bars) while two sessions had 6 bars of coupling. Two recharge sessions lasted for a duration of 19 seconds. The amplitude for the most active group (b) was set at 7v. No problems were observed during the recharge coupling test. The recharge coupling matched a known good ins. No recharge issue observed. Connector port observations found foreign material in port(s). There were burn marks on the shield/can (suspected cautery). Patient programmer sync test resulted in ins not syncing with the patient programmer. Physician mode reset resulted in ins recovering normally.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the implantable neurostimulator (ins) battery depletion was premature. The patient's ins was dead and would not respond to a physician programmer jump-start. It was noted patient always recharged their battery if it went empty within a few days. It was also noted the last time the patient successfully recharged was approximately four months prior. Patient had not been able to get over ¼ charge of their implant. It was also noted when the patient was first implanted they were able to charge past ¼. Patient always had issues with recharging and had to use duct tape to keep it on. Follow up reported it was thought the patient was not very compliant with charging their ins, therefore they were over discharged multiple times. The patient was in the process of getting authorized for replacement but felt as though they shouldn't be responsible for any out of pocket expense. Further follow up reported the patient had recharging issues. The patient had scheduled appointments several times and missed or changed their appointments. The issue is still ongoing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.